Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery, the patient had a problem of instability, so the legion hk femoral component was revised (case (B)(4)). It was still not right, so it was revised to stryker hinge (case (B)(6)). Current health status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision hk-tka was performed due to instability. The requested medical documentation has not been received as of the date of this medical investigation and the current patient status is unknown. Without the requested clinical documentation, the root cause of the reported events could not be further assessed. The patient impact beyond the reported hk revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00104933-1